Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide more details how the needle was different than it used to be? How many devices had this issue? There are 3 different lot numbers (smmdpz, spmcux, spmbdu), did all these lot numbers had the issue? If yes, please confirm how many packages had the issue for each lot number? Additional information: the actual device batch number associated with this event is not known. The following are the possible batch numbers: smmdpz, spmcux, spmbdu. Event related to mw # 2210968-2023-03708. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The suture reverse cutting needle was different than it used to be. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/13/2023. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned sample revealed that it was received, two open samples that pertain to product code y266h, lot spmcux. Also, it was one suture 3-0 monocryl product code y942h, lot semeqh , and a 0 monocryl product code y967h, lot scmhba. Upon visually inspecting the returned samples, a comparison was made between the needles. It was noticed a variation in the body shape of the needles. The body needle of product code y266 is not triangular in shape. The needle rmc assigned to these lots numbers and product codes contains the same characteristics to body geometry: triangular and data specification drilled cutting edge reverse triangular ribbed. Based on the information currently available, an incorrect finish issue was identified during the investigation of the sample received. This product issue will be addressed through the quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-03708, 2210968-2023-03709, 2210968-2023-04084, 2210968-2023-04085, & 2210968-2023-04086.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 6/6/2023. H6 component code: g07002 - pending evaluation of returned device. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. A device has been received for product code y266h, lot spmcux, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested, the following was obtained: 1. How many devices have this issue? At the time of surgery when dr. (B)(6) noticed the difference in the needle type on suture from lot#smmdpz, she had the or nurse, (B)(6), open another pack of y266h from a different lot #spmcux finding the same difference in the needle. Dr. (B)(6) then had (B)(6) open up a 3-0 monocryl (y942) and a o monocryl (y967) to see what those reverse cutting needles looked like. Both had the correct reverse cutting needle that she (dr. (B)(6)) expected to see on the suture in question but did not. We have included all these packs so that they could be looked at and compared at your facility. 2. Yes. There are 4 different lot numbers (smmdpz, spmcux, spmbdu and tamcqr) at our facility that currently have this issue. 3. To confirm how many packages had the issue from each lot number that information is as follows: a. 1 pack opened and tried to use for surgery when needle was noticed to be different lot #smmdpz (no more packs of this lot in our clinic) b. 2 packs opened and not used from lot #spmcux (no more packs of this lot in our clinic) c. 1 pack opened for comparison lot #spmbdu (we have 2 boxes of this unopened packs in our clinic) d. 1 pack opened for comparison lot #tamcqr (we have 5 boxes of this unopened packs in our clinic) 4. I am also sending back the 2 opened packs of 3-0 monocryl and 0 monocryl that were used as comparison and have the type of reverse cutting needles we are used to having. 5. The name of the person providing these answers to questions is myself: (B)(6) (all contact information within this email) questions from the actual surgery where the difference was notice should be directed to the surgeon, dr. (B)(6) (she is copied in this email as is the or nurse, (B)(6). Device return status: the shipment tracking number is as follows: (B)(4) pick up called for today (B)(6) 2023 by (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-03708, 2210968-2023-03709, 2210968-2023-04084, 2210968-2023-04085, & 2210968-2023-04086 product complaint # (B)(4). Date sent to FDA: 6/6/2023 corrected information: d4 (lot number) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.